Event description:
Two staff members were hoisting a client with a minstrel device to a height of approximately 4 feet when she moved her arms from the outside to the inside of the attached sling and fell through, landing on the floor. The client suffered cuts to her head and severe back pain (x-rays negative).

Manufacturer narrative:
(B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer medibo medical products (B)(4) (registration #3004468271). The hoist was reported to be in good condition. The velcro sections on the sling's safety belts were reported to not be holding and came apart easily (sling does not look to be an arjohuntleigh product). Additional information will be provided following the conclusion of the manufacturer's investigation.